Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Associated mdrs: 1018233-2013-02007 and 1018233-2013-02008. Complaint number: 4(B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dyspareunia, blood loss, banding, leakage, torn vaginal mucosal (vaginal mucosa damage), mesh at the introitus, mesh exposure, pelvic pain, mesh erosion (erosion), adhesions, and required nonsurgical and additional surgical interventions.